Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the evis exera iii duodenovideoscope exhibited foreign material inside the biopsy channel, causing a lack of suction flow and blockage of the forceps/brush passage. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; therefore, a root cause could not be determined. Additionally, there was no physical damage to the section of the device. The events can be detected and prevented in accordance with the following sections of the instructions for use: ¿operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the instrument channel and forceps elevator. Insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope." Olympus will continue to monitor field performance for this device.